Manufacturer narrative:
Result: calibration. Conclusion: calibrated bed and set limits.

Event description:
It was reported by service report that the foot end motor will not lower. There was pt involvement, however no adverse consequences are reported.